Manufacturer narrative:
This is a follow-up to the previous medwatch report as additional information regarding the patient was received. Lot traceability has not been provided; therefore, a review of the device history records of the specimen device could not be completed. The device was not received for analysis; therefore no physical or visual analysis of the product could be performed. Review of the directions for use lists arrhythmia as a potential adverse event associated with the tavr/tavi procedure. Should additional information be provided or product be returned for analysis a follow-up medwatch report will be filed.

Manufacturer narrative:
Lot traceability has not been provided; therefore, a review of the device history records of the specimen device could not be completed. The device was not received for analysis; therefore no physical or visual analysis of the product could be performed. Review of the directions for use lists arrhythmia as a potential adverse event associated with the tavr/tavi procedure. Should additional information be provided or product be returned for analysis a follow-up medwatch report will be filed.

Event description:
Event description: per the distributor, the patient was undergoing a tavr procedure. An arrhythmia occurred during wire insertion in the ventricle. A permanent pacemaker was implanted as a result at what point during the procedure did the arrhythmia occur? Wire insertion in ventricle when the wire was inserted, did this worsen the pre-existing right bundle branch block (rbbb)? There was a preexisting rbbb but it worsened and required temp pacer backup after the wire was introduced. Patient outcome? Successful. Major vascular complications? Na. Did stroke occur? Na. Pacemaker implanted? Yes.